Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd unknown needle/syringe leaked. The following information was provided by the initial reporter: tw 4468518, leaking, bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 26jul2024. Report received from medwatch on 26jul2024: per clinical nurse dietician, the patient had 2 separate incidents with the gattex injections. First in (B)(6) 2024, one of the injection needles was not working right. Patient stated thought the rubber on the needle didn't work and that she had to start the injection over and use another needle.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, an investigation could not be performed. Based on limited information available after multiple unsuccessful attempts to obtain, the root cause cannot be determined. A complaint history check was not performed as the lot number is unknown for this complaint.  A device history record review was not performed as the lot number is unknown for this complaint.  Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.